Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pain in pelvic area") and abdominal pain ("severe abdominal pain (burning, sharp stabbing)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following your essure placement procedure". The patient's past medical history included gravida ii, parity 4 (B)(6) 2009;(B)(6) 2011; (B)(6) 2012 and (B)(6) 2014) and miscarriage. Concurrent conditions included morbid obesity, ovarian cyst, backache, asthma and uterine prolapse. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and uterine cervical pain ("burning pain in cervix (sharp, stabbing)"). In 2015, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), abdominal distension ("swollen abdomen began shortly after placement of essure"), mental disorder ("aggravated any psychiatric and/or psychological condition(s)") and complication of device removal ("complications from your essure removal procedure"). The patient was treated with surgery (underwent abdominal hysterectomy) and surgery (underwent abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, dysmenorrhoea, mental disorder and complication of device removal outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, uterine cervical pain and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, complication of device removal, dysmenorrhoea, dyspareunia, mental disorder, pelvic inflammatory disease, pelvic pain and uterine cervical pain to be related to essure. The reporter commented: patient received medical treatment for severe abdominal pain, painful periods & intercourse, burning cervical pain and swelling of abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. In 2015 underwent hysterosalpingogram test concerning the injuries reported in this case, the following one was reported via medical records: pelvic inflammatory disease most recent follow-up information incorporated above includes: on (B)(6) 2018: mr received: new event: pelvic inflammatory disease, concomitant disease added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pain in pelvic area') and abdominal pain ('severe abdominal pain (burning, sharp stabbing)') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following your essure placement procedure". The patient's medical history included gravida ii, parity 4 ((B)(6) 2009; (B)(6) 2011; (B)(6) 2012 and (B)(6) 2014) and miscarriage. Concurrent conditions included morbid obesity, ovarian cyst, backache, asthma and uterine prolapse. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and uterine cervical pain ("burning pain in cervix (sharp, stabbing)"), 6 days after insertion of essure. In 2015, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), abdominal distension ("swollen abdomen began shortly after placement of essure"), mental disorder ("aggravated any psychiatric and/or psychological condition(s)") and complication of device removal ("complications from your essure removal procedure"). The patient was treated with surgery (underwent abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, dysmenorrhoea, mental disorder and complication of device removal outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, uterine cervical pain and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, complication of device removal, dysmenorrhoea, dyspareunia, mental disorder, pelvic inflammatory disease, pelvic pain and uterine cervical pain to be related to essure. The reporter commented: patient received medical treatment for severe abdominal pain, painful periods & intercourse, burning cervical pain and swelling of abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. In 2015 underwent hysterosalpingogram test essure confirmation test should you could not rely on essure for contraception prior to confirmation or otherwise, that you should use backup contraception prior to confirmation or otherwise. That you would need to return for a follow-up confirmation test concerning the injuries reported in this case, the following one was reported via medical records: pelvic inflammatory disease most recent follow-up information incorporated above includes: on 28-nov-2019: the (B)(4) was identified as a follow up of this case. Therefore, the (B)(4) was deleted from argus database. New event added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvic area") and abdominal pain ("severe abdominal pain (burning, sharp stabbing)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 4 ((B)(6) 2009; (B)(6) 2011; (B)(6) 2012 and (B)(6) 2014) and miscarriage. Concurrent conditions included morbid obesity. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and uterine cervical pain ("burning pain in cervix (sharp, stabbing)"). In 2015, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), abdominal distension ("swollen abdomen began shortly after placement of essure"), mental disorder ("aggravated any psychiatric and/or psychological condition(s)"), complication of device removal ("complications from your essure removal procedure") and treatment noncompliance ("did not use birth control or contraception at any time following your essure placement procedure"). The patient was treated with surgery (underwent abdominal hysterectomy) and surgery (underwent abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, uterine cervical pain and abdominal distension had resolved and the dysmenorrhoea, mental disorder, complication of device removal and treatment noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain, complication of device removal, dysmenorrhoea, dyspareunia, mental disorder, pelvic pain, treatment noncompliance and uterine cervical pain to be related to essure. The reporter commented: patient received medical treatment for severe abdominal pain, painful periods & intercourse, burning cervical pain and swelling of abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. In 2015 underwent hysterosalpingogram test. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event outcome added for event stabbing pain and abdominal distention as recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvic area") and abdominal pain ("severe abdominal pain (burning, sharp stabbing)") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 4 ((B)(6) 2009; (B)(6) 2011; (B)(6) 2012 and (B)(6) 2014) and miscarriage. Concurrent conditions included obesity. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and uterine cervical pain ("burning pain in cervix (sharp, stabbing)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful periods"), abdominal distension ("swollen abdomen began shortly after placement of essure"), mental disorder ("aggravated any psychiatric and/or psychological condition(s)"), complication of device removal ("complications from your essure removal procedure") and treatment noncompliance ("did not use birth control or contraception at any time following your essure placement procedure"). The patient was treated with surgery (underwent abdominal hysterectomy) and surgery (underwent abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, uterine cervical pain, abdominal distension, mental disorder, complication of device removal and treatment noncompliance outcome was unknown and the abdominal pain and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, complication of device removal, dysmenorrhoea, dyspareunia, mental disorder, pelvic pain, treatment noncompliance and uterine cervical pain to be related to essure. The reporter commented: patient received medical treatment for severe abdominal pain, painful periods & intercourse, burning cervical pain and swelling of abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. In 2015 underwent hysterosalpingogram test. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.